Event description:
It was reported that 1 bd precisionglide¿ needle cannula broke off. The following information was provided by the initial reporter : the distributor reported that the needle broke when the vial was dropped.

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: 210304 was reported, however, this is not a lot# manufactured for this product. (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - no physical device samples were returned no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.